Manufacturer narrative:
Hemorrhage is a well-documented complication associated with cryoablation. The risk of bleeding may be correlated with the number of cryoablation needles used for ablation, and therefore the size of the tumor treated. Complications with lesions >3cm have been reported to be significantly higher. Additional factors which may contribute to bleeding associated with renal cryoablation include central tumor location and coagulopathies. Post procedure bleeding has been reported as a common complication with transfusion rates ranging from 0.9% to 8.3%. An additional known risk of cryoablation is cardiovascular complications. Procedural approach (open) and upper kidney pole lesion site have been found to be significant predictors of cardiac complications. The galil cryoablation needle IFU documents the risk of each of these adverse events with cryoablation. No device malfunction occurred. References: schmit gd. Et al. Percutaneous cryoablation of renal masses greater than or equal to 3cm; efficacy and safety in treatment of 108 patients. Journal of endourology. August 2010; 24 (8): 1255-1262. Sidana et al. Complications of renal cryoablation: a single center experience. Journal of urology july 2010;42-47. Laguna mp et al. Perioperative morbidity of laparoscopic cryoablation of small renal masses with ultrathin probes: a european multicentre experience. Eur urol. 2009 aug;56(2) :355-61. Ham bk et al. The impact of renal tumor size on the efficacy of laparoscopic renal cryoablation. Korean j urol. 2010; mar;51(3) :171-7.

Event description:
During a monitoring visit for the (B)(4) registry, the following event was discovered: patient is a (B)(6) male who underwent a successful laparoscopic cryoablation on the left renal mass on (B)(6) 2011. Patient tolerated procedure well and did not have any immediate problems. On post-op day 1 ((B)(6) 2011), patient's hemoglobin dropped from 15.1 to 10.3 and patient was kept in the hospital due to concern with blood loss. Cbc later on (B)(6) 2011 showed continued drop in hemoglobin (9.3). On the evening of (B)(6) 2011, patient had an episode of tachycardia to the 140s and another cbc showed hemoglobin continued to drop to 8.2. Patient was then transfused 2 units of blood. His hemoglobin responded well but then stabilized around 8.3 to 8.5. On the morning of (B)(6) 2011, patient went into an atrial flutter and an IV of diltiazem was given. Patient continued to be on the diltiazem drip until the morning of (B)(6) 2011 when they transitioned him to p.o. Diltiazem 60mg which patient tolerated well. Patient did not ever complain about pain, shortness of breath, or dyspnea. On (B)(6) 2011, the patient had an additional episode of atrial flutter, however, later on that same day the patient spontaneously converted back to normal sinus rhythm after administration of an additional 60 mp p.o. Diltiazem. Patient was discharged on (B)(6) 2011 and instructed to continue to take 300 mg p.o. Q. Day of diltiazem. Follow-up appointment on (B)(6) 2011 showed hemoglobin was back up to 10.2 and patient was feeling well and back to his usual activities.